Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail code 50 after booting, unable to be used. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10,h11 corrected fields: h6 (medical device -problem code). It was being reported that before use the cs300 intra aortic balloon pump (iabp) had an issue regarding the "electrical test fail code 50" after booting due to which it was unable to be used. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had noticed that after the inspection it was being determined that the "motor control board" was faulty due to which it is causing the equipment abnormalities. When the fse had further replaced the spare parts so, that the current situation has been eliminated. The equipment function test is normal and the balloon pumping test is normal. It will be replaced after subsequent quotation. *note: usage hours: 3449 hours. 1) the safety disk has reached the replacement age (last replacement was 2018/1/12). It is recommended to replace the safety disk. 2) it is recommended to replace the 2500-hour maintenance package or perform equipment maintenance. There is no involvement of the patient during this incident.

Event description:
N/a